Event description:
It was reported that the pump date was incorrect, cause was unknown. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injections to address their bg. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.